Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular (lv) lead was found to be dislodged via fluoroscopy imaging. The lead was explanted and replaced. The patient was stable throughout.